Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. Corrected fields: d5, d9 and h6 - component code (841 - imager is not applicable to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material adhered to the nozzle occurred because the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the scope cover. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the nozzle was reported with foreign material around. There were no reports of patient involvement.